Manufacturer narrative:
The subject speedscrew devices were used for repair and returned for evaluation. The devices were received undeployed. Implants were not returned for evaluation. Function switch was found locked on both devices which confirm the implants broke while inserting. The snare lines on one of the devices were received broken at the snare loops and snare loops were not returned. The complaint was verified, however, a definitive root cause for the premature implant detachment could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes applying excessive torque or levering the inserter handle during insertion or anchors screwed to improper alignment. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The IFU warns and precautions not to bend apply excessive torque or twist the inserter handle during and after insertion. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was alleged that two speedscrew implants broke during insertion. One of the broken implants was removed successfully, however, the second implant was not retrieved and an additional bone hole was required to complete the procedure. There have been no reported patient complications.

Manufacturer narrative:
Visual inspection could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be confirmed and a root cause could not be determined with confidence. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.